Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please clarify: what is meant by clips were not coming out properly? Were the clips removed because they were malformed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the el5ml clips were jamming and not coming out properly during a bleeding situation. Surgery was delayed five minutes due to the reported event. The medical team removed the clip and tried another. Procedure was successfully completed. No fragments were generated and there were no patient complications reported.